Event description:
Related manufacturer report number: 2017865-2023-46629. It was reported that the patient presented for a routine procedure for a pacemaker change. It was noted during the procedure that the right ventricular (rv) lead would not detach from the pacemaker despite the physician removing the entire set screw and using lubricant to loosen the rv lead. The physician resorted to using an orthopedic bone nibbler instrument to break through the pacemaker header and expose the pin which resulted in minor insulation damage to the rv lead during the process. The rv lead insulation was repaired with medical adhesive and a new suture sleeve and satisfactory numbers were obtained. The patient was stable throughout the procedure and discharged the same day.